Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/03/2017 with the following findings: no overheating duplicated during testing. Review of the black box shows 11 count drastic voltage drop on (B)(6) 2017 15:45, vp goes from 161 to 150. No damage found to the battery compartment. Battery cap was not returned.. New test battery cap securely tightens to the pump with no visible yellow o ring showing. Pump boots to the verify screen with audible and vibratory features. Pump current draws all measured within specification. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Removed pump cover; no evidence of internal moisture or damage to the internal components was found. The complaint was verified in the history but could not be duplicated during testing.

Manufacturer narrative:
The device has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 01/08/2017, the reporter contacted animas and alleged that the pump had a temperature issue. The patient had a blood glucose of 333mg/dl with thirst, blurred vision, cold fingers and toes. The patient received no unusual treatment and there was no physical damage to the pump. This complaint is being reported because the patient experienced hyperglycemia and the temperature issue may have caused or contributed to the event.